Event description:
It was reported that during an unknown procedure, the active blade broke off and dropped on the floor. There were no patient adverse consequences. Another device was used to complete the case.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.